Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The overlay tubing of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage, the partial lead in segments that was returned was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿oversensing and high impedance¿ described in the event. Other than non-severe explant damage, no anomalies were observed on the returned lead segments that would contribute to the issues mentioned in the event. An in-vivo insulation breach or fracture was not observed and all electrical testing was within specification. The full lead was not returned. There is a 15.5 cm segment that was not returned. Concomitant products: (B)(4) implantable pacing lead 2004 (B)(6); (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 5076-52 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was fractured, had oversensing, and had high impedance. The rv lead was explanted and was replaced. It was also reported that the left ventricular (lv) lead had high thresholds. The lv lead was explanted and was replaced. No patient complications have been reported as a result of this event.